Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. After inspection, it was found that there was a problem with the drive valve group and it needed to be replaced. It is awaiting maintenance and has not been used yet. Fse confirmed the hospital is not considering repairs. The investigation shall be closed now. If any additional information received about part replac.ement, the complaint will be reopened and updated it.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) has an alarm for low negative pressure occurred and other machines were replaced when fault occurred. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.